Event description:
On (B)(6) 2024, a patient was presented with functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted. On an unknown date, recurrent mr of grade 5 was observed due to perforation of anterior leaflet. On (B)(6) 2025, a redo procedure was performed and 2 mitraclips were implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. The recurrent mr was due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances as the patient returned to the hospital and a redo mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2024, a patient was presented with functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted. On an unknown date, recurrent mr of grade 5 was observed due to perforation of anterior leaflet. On (B)(6) 2025, a redo procedure was performed and 2 mitraclips were implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.